Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, bleeding, cystitis and vaginal scarring. It was reported that patient underwent mesh revision in 2008 & 2013 due to extrusion and organ perforation . No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, bladder hydrodistention, anterior colporrhaphy and paravaginal repair on (B)(6) 2006 and cystoscopy, vaginal wall graft revision, bladder hydrodistention, lbso and bilateral uterolysis on (B)(6) 2010 due to symptomatic pelvic organ prolapse and interstitial cystitis on (B)(6) 2006 and sui, vaginal wall graft revision, pelvic pain, ovarian cyst and interstitial cystitis on (B)(6) 2010.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006 and (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.